Manufacturer narrative:
Technician checked the head hi/low down valve and trend valve. Replaced the down valve to resolve this issue.

Event description:
Complaint alleged that the head hi/low was drifting down. No injury reported.